Manufacturer narrative:
Device evaluated by the manufacturer:the device was returned for analysis. A visual inspection revealed that only the main coil was returned. A delivery wire and introducer sheath were not returned for this complaint. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. Microscopic and dimensionale inspection found the main coil was stretched and kinked. The proximal and distal end (interlocking arm and zap tip) were detached and they were not returned. The primary coil outer diameter (od) was within its specification, however the distal and proximal fiber bundles were missing and the zap tip outer diameter (od) was unable to be measured due to being detached.

Event description:
Reportable based on device analysis completed on 19aug2019. It was reported that the coil detached early in the microcatheter. The target lesion area was located in a mildly tortuous blood vessel. A 8mmx40cm 2d interlock-35 was selected for use with intermittent flush. During procedure, it was noted that an early separation occurred in the imager 5f microcatheter. The coil was removed from the catheter with a snare. The procedure was completed with another of the same device used. No patient complications were reported. However, device analysis revealed that the fiber bundles, interlocking arm, and zap tip were detached.